Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly adjusted pump basal rate settings, leading to a low blood glucose (bg) level of 45 mg/dl. Low bg was addressed by consuming carbohydrates and glucose tablets. During troubleshooting with tandem technical support, customer corrected setting and resumed insulin therapy.